Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging the battery compartment was cracked with moisture. Reporter alleged the pump had a power reset event when battery compartment was cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 16-apr-2018. Device evaluation: the device has been returned and evaluated by product analysis on 09-apr-2018 with the following findings: a review of the pump black box data from the date of event had been overwritten. The current black box showed no evidence of short battery life. During a visual inspection of the pump, the battery compartment was observed to have multiple cracks; there was evidence of moisture contamination inside battery compartment. The battery cap showed evidence of moisture contamination on the underside of the battery cap contact hub. A leak test showed a leak at the battery compartment crack. The battery cap was unable to fully tighten to the pump. During testing, the current draws measured within specifications. The pump case was removed and no evidence of moisture ingress or loose components was found. The complaint of a battery life issue was not duplicated during investigation.